Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Lot: 9025426, (B)(4).

Event description:
On (B)(6) 2012, the patient underwent an endovascular procedure using gore tag thoracic endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, an angiography showed a distal type I endoleak from gore tag thoracic endoprosthesis (tgt4020/9025426). On (B)(6) 2015, the endoleak was repaired by implanting an gore tag thoracic endoprosthesis (tgu454520j/13872548). Final angiography showed that the endoleak was resolved, and the patient tolerated the procedure.